Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2012. Product event summary: the distal portion of the lead was returned, analyzed, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after a device replacement, the right ventricular (rv) lead exhibited spikes in defib and superior vena cava (svc) coil impedances to high levels. A connection issue was suspected, and the pocket was reopened to inspect the connection; however, the connection was determined to be fine. Upon manipulating the device, it was noted that when moving the device to one side, the impedances were normal, but when moving it to another side, the lead impedances spiked. Noise was also seen on the lead, and a fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.